Event description:
Hcp reported the pt began having an increase in pain a couple hours after hearing the low battery alarm sound. The hcp hasn't been able to document any of these intermittent episodes that began around 2003. The hcp does not believe the pump is responding appropriately. The pump was explanted and replaced in 2004. It was returned to the manufacturer for analysis. The pt is reported as doing fine.